Event description:
The customer reported that the system's monitor cart sporadically would not connect with the c-arm, however, it would not lock up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable, and no additional service information was provided.